Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she experienced high blood glucose. Customer stated that the insulin pump alarmed no delivery and then the blood glucose value went up to 484 mg/dl, she took some insulin, checked it again and it was over 500 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Customer removed the infusion set and the cannula was bent and occluded. Nothing further reported.